Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. Customer's blood glucose was 14.7 mmol/l at the time of the incident. The customer used manual injections to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer received a motor error alarm after a reservoir change, and could not bring down their blood glucose levels. The customer had several motor error alarms over the weekend. Troubleshooting was completed and the pump was able to rewind. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08740 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. No motor error alarm noted. The motor was tested outside of the unit and passed. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.